Event description:
The manufacturer received information alleging a malfunction of ventilator's touchscreen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of ventilator's touchscreen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board, display interface board, display assembly and system board were replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of ventilator's touchscreen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board, display interface board, display assembly and system board were replaced to address the issue.